Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1340735. Medical device expiration date: 30-nov-2026 device manufacture date: 06-dec-2021. Medical device lot #: refz0999. Medical device expiration date: 30-nov-2026 device manufacture date: 15-feb-2022. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle experienced a damaged stopper, and defective labeled product being sent to the customer. The following information was provided by the initial reporter: our customer requested to return item for having defective lot numbers.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle experienced a damaged stopper, and defective labeled product being sent to the customer. The following information was provided by the initial reporter: our customer requested to return item for having defective lot numbers.